Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) helium leak/ fiber-optic sensor failing. There was no patient involvement. Found during pm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d5, e2, e3, e4, g2. The fse was able to reproduce both failures. Helium tank was not fully tightened down to the high pressure regulator all the way and the fiber-optic connector was loose in the socket due to the housing being broken. Re-secured the helium tank and replaced the fiber-optic extension cable assembly and console screw kit. Functional tested without any further issues or failures. Released to customer and cleared for use. There was no patient involved.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h11. Corrected field: d10, e1 (initial reporter,event site email).

Event description:
N/a.